Event description:
Procedure: urological / gynecological. According to the reporter: the patient underwent repair procedures and the patient allegedly experienced pain and injury. Patient has undergone or will undergo corrective surgery or surgeries.

Manufacturer narrative:
(B)(4). MDR ref numbers: 9615742-2012-00148 (avaulta posterior), 9615742-2012-00149 (uretex). Note: this report corresponds with bard's report (B)(4) for an "avaulta anterior."